Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 12/3/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: pan iw, siddiqui za. A comparative effectiveness study of two narrow-profile staplers used in video-assisted thoracoscopic lobectomy. Med devices (auckl). 2025 nov 13;18:565-572. Doi: 10.2147/mder.s555680. Pmid: 41255520; pmcid: pmc12622397. The aim of this study is to evaluate and compare the effectiveness of a narrow-profile, small diameter reload to a powered vascular stapler when used during vats lobectomy. Between 2021 and 2023, a total of 190 patients underwent elective, primary vats (video-assisted thoracoscopic) lobectomy using echelon flex¿ powered vascular stapler (pvs). Reported complications are: n=? Bleeding. Treatment: not mentioned. In conclusion, the narrow-profile sdr was an effective and beneficial tool for division and ligation during vats lobectomy and is associated with fewer blood transfusions compared to pvs.